Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that in the beginning of a laparoscopic hysterectomy procedure, the probe tip broke while dissecting the pelvis nodes. The procedure was completed using a different, but similar device. There was no patient injury reported.